Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report numbers: 2242352-2013-00125 and 2242352-2013-01260 for the related reports.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly was inside of the delivery tube. The seal and the anchor tab were extended outside of the delivery tube; the seal remained anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment. A lot history record review was completed. There was no nonconformance recorded in the lot history. A maquet rep performed in-servicing at the facility on (B)(4) 2013. (B)(4).